Event description:
Independent rate change. Reportedly during the night shift, the pump was delivering an unspecified concentration of dopamine at a rate of 0.1ml/hr. No further programming parameters were provided. During the day shift assessment, it was noted that the pt's blood pressure had increased to an unspecified level. At this time, the nurse noted that the pump was delivering at a rate of 0.5 ml/hr, instead of the intended rate of 0.1 ml/hr. The night nurse reported that no programming changes were done to the pump during shift. The physician was notified, and the pump was titrated to the original rate of 0.1 ml/hr over an unspecified length of time. There were no reported adverse pt sequelae. Though requested, no additional info was provided.